Manufacturer narrative:
Patient ID/initials and weight are unknown exact patient age is unknown; patients were reported as postmenopausal the 510k: this report is for an unknown synthes vertecem v+ bone cement/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: tan hm, oh ks., (2017) percutaneous vertebral body stenting and bone cement augmentation reduces morbidity in osteoporotic spine fractures. Global spine journal. Volume 7. Pages 72-73. ((B)(6)) the aim of this study is to evaluate the results of the treatment method in which the affected vertebral body is stented from within before augmentation with acrylate. Between 2012 to 2014, 50 postmenopausal female patients with symptomatically painful osteoporotic fractures in the lower thoracic or lumbar spines or a combination of both were included. Patients were implanted with an unknown synthes verterbal body stenting system with an unknown synthes vertecem v+ bone cement. Patients were all followed up for 24 months. Complications were reported as follows: eight patients suffered cement leaks anteriorly or laterally into the peri-vertebral region, but which were of no clinical consequence. No pulmonary extravasation was encountered. This report is for an unknown synthes vertecem v+ bone cement. This is report 1 of 1 for (B)(4).   A copy of the literature article is being submitted with this medwatch.